Event description:
It was reported that the ilet user experienced recurrent hyperglycemia, including values around 314 mg/dl, and frequently ignored occlusion alerts while using meal announcements as correction entries; education was provided on changing infusion sites after repeated occlusion alerts, selecting higher¿fat-tissue locations, considering an alternative infusion set, and avoiding correction announcements via meal entries. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.